Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device's system pcb assembly was determined to be the cause of the reported issue. At this time, this device cannot be repaired due to part obsolescence.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process when it is powered on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.